Event description:
End user reports that their skin under mass and border turned bright red with a rash and was itchy after two (2) days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that they were a first time user of the skin barrier. They also stated that they did not use any products under their skin barrier. The end user discontinued use of the product. No additional patient/event information details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.